Event description:
It was observed that during the device evaluation, the flex video scope had foreign objects at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed it was also observed that during the device inspection, foreign objects were found at the distal end. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device